Event description:
Device malfunction: none. Symptoms/ae: angina, restenosis requiring surgical intervention. Time of symptoms/ae: 11 months post procedure. It was reported via trial that on (B) (6) 2009, the pt underwent stenting of the pre-dilated proximal right coronary artery (rca) with a 3.5 x 15 xience v stent. On (B) (6) 2009, the pt experienced angina and was hospitalized and underwent percutaneous coronary intervention for 66% restenosis with the proximal rca. The pt was discharged on (B) (6) 2009. There is no additional info available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.